Event description:
A biomedical technician reported that a nurse said that an accura instrument is pulling off to much fluid from patients. Treatment has been stopped on this device. The accura was removed from service until an evaluation was performed. The accura was put back into service following the evaluation. The clinic would not give further details regarding any patient information.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA april 19, 2007. A baxter field service engineer (fse) evaluated the accura on-site on a week earlier, and could not duplicate the reported problem. All pumps checked out to be within specification. Both scales checked out to be within specification. The fse evaluated the device per the system checklist. A mock treatment was performed and the results were within specification. No problems were noted with this device during the evaluation. An attempt was made to gather further information regarding patient outcomes from the dialysis center. The nurse manager would not release any information and refused to cooperate with the investigation.